Event description:
It was reported that the rigid scope has a connecting section of light guide damaged, troubleshooting completed. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to h8. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the light-guide connector was found to be broken off during the light-guide connection inspection. A definitive root cause of the damaged light-guide connector could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.